Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent sterilization. Pregnancy was denied. It was reported that patient had problems with essure, starting back in 2007 and physician removed the inserts on an unspecified date. On (B)(6) 2014 the patient was seen and was complaining of pain. Physician suspected that a piece of the coil may still be inside the patient. Follow-up received on (B)(6) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a reported product technical issue. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product technical issue. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on (B)(4) 2015: the patient had essure removed in 2007. Follow-up information received on (B)(4) 2015: it was reported that broken essure coil fragment would be removed on (B)(4) 2015. The doctor thought that there was something wrong with the coil fragment. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and physician removed the inserts. Later, she experienced pain and he suspected that a piece of the coil may still be inside of her. The reported events were interpreted as essure surgical removal, unspecified pain and suspicion of device breakage. Essure removal was considered serious, due to medical importance, while the remaining events are non-serious. Device breakage is listed according to technical analysis and the other events are listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact procedure for essure removal was not specified, an intervention was implied. Therefore, a causal relationship with essure cannot be excluded. Considering the nature of remaining events, they were considered as related to the suspect insert. This case was regarded as an incident due to the probable surgical intervention for essure removal. Product technical complaint (ptc) analysis concluded unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 18-may-2015 essure was inserted on (B)(6) 2007. It was reported that on left tube only 2-3 rings were visible after second attempt at placement of coil. Laparoscopy was done on (B)(6) 2007 due to severe left lower quadrant pain after essure; after trying multiple medicaments to resolve pain, patient desired surgical diagnosis. During laparoscopy, it appeared that the left essure coil was an epiploic appendage of the rectum but not into the rectal mucosa itself. The coils was easily teased free from the epiploic appendage and completely removed. Due to patient´s desire for sterilization, the left tube was fulgurated. On (B)(6) 2008, hysterectomy was done due to worsened dysmenorrhea and left sided uterine pain after essure insertion. Physician stated that CT done on (B)(6) 2014 did not indicate essure device, but pelvic x-ray (done at the same day, previously reported as (B)(6) 2015) suggested possible displaced essure device, so the surgery was scheduled for (B)(6) 2015 to remove essure coil on left side. Ptc investigation result received on 21-may-2015. Ptc assessment updated without major changes. No new failure mode has been identified. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a perforation occurred. She was submitted first to a laparoscopy. During this surgery, essure was embedded within the left lower quadrant of omentum and was completely removed. A few months later a hysterectomy was performed due to worsened dysmenorrhea and left sided uterine pain after essure insertion. Then, physician suspected that a piece of the coil might still be inside of her, and the pelvic x-ray suggested a possible displaced essure device. Later, patient was submitted to a new laparoscopic procedure to remove the remaining essure insert. The reported events were considered serious, due to medical importance. Device breakage is listed according to technical analysis and the other events are listed in essure's reference safety information. Uterine tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. Also, single cases have been reported of essure breakage, mainly during difficult removals. In this particular case, the exact mechanism of events was not reported (if related to insertion or removal attempts); nevertheless given their nature a causal relationship with essure cannot be excluded. This case was regarded as an incident due to the required interventions for essure removal. The performed product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-apr-2016 follow-up attempts have been completed with no response to date. No further follow-up will be pursued. Device breakage and perforation questionnaires received on 11-apr-2016 the patient's weight was (B)(6) and height was (B)(6). Her medical history included 3 pregnancies, one parity and 2 spontaneous abortion. Previous gynecological intervention was denied. Insertion occurred on (B)(6) 2007 (essure 305) during amenorrhea due to depo provera. Insertion did not occur after a c-section and she was not breastfeeding at time of procedure. Cervical dilation and analgesia were used (paracervical / utero sacral block with carbocaine). Right side was easy and left side did not release as intended and actually pulled out before it anchored. New coil was used and it threaded easily. Procedure did not take more than 20 minutes and fluid loss was less than 1500cc. On (B)(6) 2007, unilateral (left) perforation was diagnosed via laparoscopy (perforated the isthmus of the tube). Right coil was in correct position. Essure was removed from left tube. She presented with abdominal pain. On (B)(6) 2008, hysterosalpingogram (hsg) was done and showed that right tube was blocked from essure and left was blocked from tubal ligation. On (B)(6) 2015, device breakage was diagnosed by ultrasound and x-ray. Tip of the implant broke. Apparent breakage at that point but unnoticed. Instructions for use (IFU) were followed. On (B)(6) 2015, the portion of essure tip was removed because patient's request and because it was medically necessary. Broken pieces were retrieved from left lower quadrant of omentunm (embedded piece). It was described that required surgical intervention was done for pelvic pain. The outcome of the breakage was recovered /resolved. The outcome of the event unilateral perforation was recovered with sequelae (because surgery on (B)(6) 2015 was done to remove essure piece embedded in llq omentum). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. One month later, a unilateral (left) perforation (perforation in the isthmus of the tube) was diagnosed and she was submitted first to a laparoscopy. A few months later a hysterectomy was performed due to worsened dysmenorrhea and left sided uterine pain. Almost 6 years later, a device breakage was diagnosed; the tip of the implant was broken. The patient was submitted to a new laparoscopic procedure and the broken piece was retrieved from left lower quadrant of omentum (embedded piece). The reported events were considered serious, due to their medical importance. Device breakage is listed according to technical analysis and the other events are listed in essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine/fallopian tube wall and this can result in pain. Also, single cases have been reported of essure breakage, mainly during difficult removals. In this particular case, considering the nature of the events a causal relationship with essure cannot be excluded. This case was regarded as an incident due to the required interventions for essure removal. In this case, neither batch number nor complaint sample was available for further technical investigation. The analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-received on (B)(6) 2015: essure health care professional general questionnaire was received. Information received form physician states that a (B)(6) year old female consumer who had no previous gynecological interventions, problems or procedures nor any other relevant medical history or concurrent condition; had essure inserted on (B)(6) 2007. Consumer was not post-partum at the time of insertion. According to health care professional, no general anesthesia was applied during insertion. Toradol and paracervical and parauterine block were applied. In addition, physician informed that the visualization of tubal ostium was easy as well as the insertion on right side, but left side did not release as intended and actually pulled out before it anchored. New essure coil was used and it threaded easily. There was no fluid loss more than 1500cc during hysteroscopy. As back-up contraception after essure insertion and before total occlusion confirmation patient used nuva-ring. Additionally, physician reported that a perforation occurred and was related to essure devices and informed that a laparoscopy was performed on (B)(6) 2007. On (B)(6) 2008, hysterosalpingogram was performed and showed both tubes blocked. Right tube blocked from essure and left tube was blocked from tubal ligation. On (B)(6) 2008 a hysterectomy was performed. Physician mentioned, as other related diagnostic test: pelvic ultrasound on (B)(6) 2009 and (B)(6) 2014, computed tomography scan on (B)(6) 2014 and pelvic x-ray on (B)(6) 2015 (no results were provided). On (B)(6) 2015 patient had essure removed via laparoscopy and, according to physician, removal was medically necessary. According to him no hysterectomy or salpingectomy was necessary (discrepant information). During the surgery, essure was embedded within the left lower quadrant of omentum. Entire device was completely removed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and a perforation occurred. She was submitted to a laparoscopy and hysterectomy. Then, she experienced pain and physician suspected that a piece of the coil might still be inside of her, and stated he would remove this broken piece. Later, patient was submitted to a new laparoscopic procedure; during this surgery, essure was embedded within the left lower quadrant of omentum and was completely removed. The reported events were considered serious, due to medical importance. Device breakage is listed according to technical analysis and the other events are listed in essure's reference safety information. Uterine tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole uterine wall. Also, single cases have been reported of essure breakage, mainly during difficult removals. In this particular case, the exact mechanism of events was not reported (if related to insertion or removal attempts); nevertheless given their nature a causal relationship with essure cannot be excluded. This case was regarded as an incident due to the required interventions for essure removal. The performed product technical complaint (ptc) analysis concluded, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested (clarification about event's).